Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. In this case, it was reported that the heavily calcified lesion was not pre-dilated, which may have contributed to the crossing difficulty. Potential factors that could contribute to stent dislodgment include, but are not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. To ensure this is not the result of a product deficiency, all stent delivery systems are 100% visually inspected for proper stent placement and stent damage, and are 100% dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing. In this case, the reported stent dislodgment appears to be related to the lesion site which was described as heavily calcified. Furthermore, it was reported that the lesion was not pre-dilated prior to the attempt to cross, which may have also contributed to the dislodgment. As a result of the dislodgment, a balloon catheter was used to capture and pull the stent implant back to the femoral, but there was difficulty removing it from the patient. A vascular surgeon was called in and was able to remove the stent with the use of forceps. As it was reported that the herculink elite was being used to treat a heavily calcified lesion in the right renal artery, it should be noted that the instruction for use states: the rx herculink elite biliary stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use contributed to the reported difficulties. Overall, the reported failure to cross and stent dislodgment appear to be related to case circumstances and there is no indication to suggest a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right renal artery. Pre-dilatation was not performed. While attempting to get the herculink elite stent across the lesion, the stent became dislodged. A balloon catheter was used to capture and pull the stent implant back to the femoral, but there was difficulty removing it from the patient. A vascular surgeon was called in and was able to remove the stent with the use of forceps. The patient did fine throughout and the decision was made to stop the procedure at this time and possibly try again at another time. There were no adverse patient effects. A femstop was then used successfully. The physician stated the dislodgement likely occurred due to lesion not being pre-dilated rather than due to a device issue. No additional information was provided.